Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: a customer was able to troubleshoot and resolve the issue. The company representative reviewed the handpiece flushing instructions with the customer. The system met specifications at the time of release. With the information received, the root cause of the reported event cannot be determined conclusively and remains unknown.

Event description:
A facility reported persistent occlusion with the instrument in a pot of balanced salt solution before going into the eye. After a considerable time and several hundred mls of fluid irrigation, the occlusion resolved spontaneously and the surgeon was able to complete the operation without further incident. Additional information has been requested but not received to date. This is one of four reports being filled for this event. This report is for the patient that did not experienced any harm.